Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number disinfectant caps were loose when connected to a transfer set during patient use. It was further described as ¿caps used to go on tight, but now it came loose". The transfer set was replaced by the registered nurse (rn). There was no patient injury or medical intervention associated with this event. No additional information is available.